Event description:
This was a left sided cardiac lead extraction performed in the ep lab to remove 1 lead (mdt 4076 rv in 2010) due to a sensing and impedance issue with the rv lead. The ra lead was functioning appropriately with no planned extraction. The lead was prepped with a lld-ez, sutured and lasing began on the rv lead with a 12f glidelight. Minimal binding was encountered with total lasing time of 8 seconds. The glidelight was used in the subclavian but not beyond. The lead was successfully extracted with the lld (unknown model number). During the re-implantation of the rv lead, it was noted the patient's oxygen saturation was declining. After the rv lead was placed, it was observed on fluoroscopy that the patient's lv was not moving. The cvs was called and performed a sternotomy in approximately 30 minutes. Upon examination, it was noted there was a perforation in the rv apex. The md stated it appeared as if the rv lead had perforated the rv and when the lead was extracted it created a hole. The patient did not survive the rescue attempt and within 10 minutes after the sternotomy the code was called.